Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, a 26mm sapien 3 ultra valve was deployed in the aortic position via the transfemoral approach. Post deployment imaging indicated trivial anterior paravalvular leak (pvl) and mild posterior pvl. The team determined the valve position was satisfactory and the procedure was completed. The patient was discharged in stable condition. Approximately 11 months post implant, the patient presented with heart failure symptoms. Worsening pvl was observed. The patient is currently being evaluated for possible intervention for the pvl. No further information is available at the time of the report.

Manufacturer narrative:
Additional information indicated at the time of the report, the patient was in stable condition with moderate to severe pvl. The patient was transferred to a different facility for a second opinion. The patient's case is currently being evaluated for possible valve in valve (viv) intervention. Despite multiple investigational attempts, it was not possible to obtain additional details regarding the possible valve intervention. Should any additional information become available (e.g. Medical records, intervention plans), the information will be reviewed and the complaint updated accordingly. No further follow-up for additional information is required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest in addition to the procedure itself, the mechanisms listed above, and cardiac remodeling may have contributed to the worsening pvl observed approximately 1 year post valve implant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.